Event description:
The user facility reported that during setup prior to the patient procedure the touch panel was unresponsive while using their hexavue custom room rack. The procedure was moved to a different room resulting in a procedure delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was able to duplicate the reported event. Following the technician's troubleshooting, he found that the cpu card and fiber cable required replacement. The technician replaced the cpu card and fiber cable, tested the function and operation of the hexavue custom room rack, confirmed it to be operating to specification and returned the device to service. No additional issues have been reported.